Event description:
Customer reported bag breakage at just below the d-ring (yellow ring). Breakage occurred during thaw process. Cord blood unit was originally stored in 2008. Sent for transplant in 2009. Incident occurred the following day. Follow-up with customer revealed that the product was shipped to italy via a donor program. Additional details have been requested.

Manufacturer narrative:
This is a cryocyte bag breakage that occurred during/after thawing. There is no information of any patient adverse outcomes at this time. It is unknown if the product in the broken bag was infused, so there may be a risk regarding a break in sterility and a resulting infection due to the product being exposed to the outside atmosphere. As in all cases of cryocyte bag breakages during/after thawing, there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, this breakage could potentially cause or contribute to an event. An attempt should be made, if possible, to obtain the patient's outcome.